Event description:
Additional information was received from the patient. They reported that it was unknown if the worsening issue after the surgery was due to the device, but that they had forgotten to turn their device back on. When asked what steps were taken to resolve the issue they stated that they increased myrbetriq and the volume of the device. They noted that the device was and is still working, they had turned it off manually prior to the surgery. They noted that they had an appointment with their doctor but that the issue had not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that information was received from a patient regarding an implantable neurostimulator (ins). The patient reported that since implant date their urinary symptoms did not get much worse but they didn't get better like they expected. On (B)(6) 2024 they increased stimulation and thought they were getting some positive results. The patient increased stimulation again on (B)(6) 2024, but they didn't notice enough change in symptoms so they increased stimulation once more on (B)(6) 2024, but their symptoms got worse after that. The patient decreased stimulation 2-3 days ago and noticed it seemed to help quite a bit because they were only wetting themselves at night and not during the day. However, the patient then mentioned that they were still wetting themselves during the day to some degree, noting that they had small amounts of leakage. The patient recently had an appointment with their managing hcp, and the hcp advised the patient to call medtronic to discuss programming. Agent reviewed role of medtronic. Agent reviewed programming considerations. The patient said they will decrease stimulation in small increments to see if that helps, and they will try a different program if it doesn't help. Agent reviewed how to change programs. The patient will monitor symptoms after making changes to programming. The patient mentioned that they will be having back surgery a week from monday. The patient's relevant medical history included that their current ins was implanted so they could be eligible for MRI. Additional information was received from the patient on (B)(6) 2024. The reason for call was patient said they are having some issues with incontinence. Patient said they had back surgery on (B)(6) and they turned their therapy off for the surgery. After the surgery, they were having a lot of incontinent problems. When they got home, probably sometime in (B)(6), they turned the device back on. They said a few days after that, they noticed they had lost some weight, about 7-8 pounds. They think it was because they were retaining water. They tried to get their device adjusted and they made their latest adjustment on (B)(6). They are still having some problems, but it's helped a lot. They don't wet their pants like they did at one time, but they still have some dripping. Patient also mentioned that if they are sitting on a chair, all of a sudden there is ache at their implant site and they can't sit on that side of their butt any longer. They have to switch positions or they need to get up. They can't sleep because it's just enough of a nuisance there that they can't deal with. Patient stated that they began icing the implant site and the pain went away al most immediately. Patient stated that they think the ache could be a muscle spasm or something like that but they weren't sure about whether that device had any effect or not or what that possibility was. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed general stimulation expectations with the patient, as well as programming guidelines. Patient stated they will call their urologist and continue to monitor symptoms.